Event description:
Vague report of "the staff having reported the pump to be inaccurate-low." The biomedical dept tested the pump before sending it in to MFR and found it to be running about one third slower than programmed. There are no incident reports of record for this pump. No other details were available.